Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed a single occurrence of system fault 189, however, the fault was not produced during performance testing. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system fault 189 was due to a software issue. The software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating the pneumatic block lost communication with the main processor and restarted. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating the pneumatic block lost communication with the main processor and restarted. There was no patient injury reported as a result of this incident.